Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that one of his battery packs does not appear to be charging. She stated that when this battery pack is placed on the charger the "battery pack fault" led blinks. This battery pack would not power up the monitor either. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unknown substance inside the battery pack. This substance was all over the pca board. The battery pack was scrapped. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.